Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
Subsequently, boston scientific received information that this patient died in (B)(6) 2011 as a result of a (B)(6) infection which originated in another portion of the patient's body and necessitated the explant of the patient's device and lead system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--